Event description:
Additional information was received from the patient (pt) indicating they experienced this issue again. Agent walked the patient through clearing out the data then confirmed they used the same handset. The patient will monitor and call back in as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine sulfate via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the boluses were taking longer to work when they pressed the button on the handset. The patient stated that since 3 weeks ago, the ptm (personal therapy manager) got stuck at 90% when they tried to do a bolus. The ptm was taking a long time to connect. Per the patient, they got 6 boluses a day. The agent assisted the patient with clearing the data and reviewed device function after which the device connected to the pump very fast. It was noted that the troubleshooting steps that were taken on the call resolved the issue.